Event description:
It was reported that catheter entrapment and balloon rupture occurred. The target lesion was located in the heavily calcified right coronary artery. Two nc quantum apex balloon catheters were advanced for dilatation but ruptured during inflation beyond rated burst pressure (rbp). The devices were removed. Subsequently, a samurai guide wire was advanced, followed by an nc quantum apex balloon catheter. However, upon inflation beyond rbp, the balloon also ruptured. Upon removal, the physician encountered significant resistance and the balloon got stuck on the proximal end of the wire. Both devices were completely removed while locked together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.